Event description:
While using a roth net to retrieve a food bolus from the esophagus, the net tightened up and required a fair amount of pressure to hold closed. On the second pass, the net was even more difficult to close and would not close completely. A kink was noted where the wire attached to the white handle.